Event description:
It was reported that while preparing for coronary artery stenting treatment procedure, an open package was noticed. The target lesion was in the right coronary artery. The physician had selected a 3.5x20mm liberte' bare metal stent (bms) to treat the lesion. When the product was removed from the box, the packaging was already opened. The product was not used in the procedure and did not contact the patient. The procedure was completed with another 3.5x20mm liberte' bms. There were no patient complications reported.